Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Replace back-up capacitor.

Event description:
It was reported that cadd legacy pump displayed error code. No patient injury was reported.